Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis also indicated a right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Sic counts went up to 304 within 36 days. The right ventricular (rv) lead integrity alert warning occurred for increased sic count and rv lead impedance variation in the last 60 days on (B)(6) 2016. Impedance has been falling from around 650 ohms on (B)(6) 2016 to around 300 ohms on (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and varying impedance readings on the right ventricular (rv) lead. In addition, there was a significant drop in the rv lead impedance. It was further reported that the patient presented to the emergency room after experiencing heart flutter symptoms. A chest x-ray revealed that the rv lead had pulled back and a lead dislodge was suspected. The lead was deactivated and a procedure was performed to reposition the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.